Manufacturer narrative:
G4: (B)(6) 2020 b4:(B)(6) 2020 failure analysis on the returned touch screen shows that this touch screen failed due to multiple resistance failures which were found out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k : 18dec2019, date of report : 23dec2019. Concomitant medical products: humidifier: pmh1000(pacific medico co.ltd.). Patient circuit: is passive with water trap. Philips field service engineer (fse) confirmed the touch screen was misaligned. The fse replaced the touchscreen to resolve this issue. No other abnormality was found. Unit was checked overall, run in test, cleaned and functionally tested. Software version was checked. (Ver.2.30). The device failed to meet specifications. The device was being used for treatment. There is a relationship of the device to the reported incident. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019. 19dec2019.

Event description:
The customer reported a touchscreen malfunction. The device was in clinical use at the time the reported event was discovered; however, there was no report of harm to the patient or user. The ventilator continued to operate when the issue was discovered.